Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Update: h4 - dev. Manufacture date update: d9 - device receipt the device was returned to olympus for inspection and because the malfunction could not be reproduced, the presumed cause could not be determined. The root cause of the damage could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.